Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, fever, rash and lethargy. Once at the hospital the patient was diagnosed with dka as well as a viral infection. The patient was treated with antibiotics as well as an insulin drip. The patient was treated with insulin shots.the patient was discharged from the hospital after 5 days. The patient reports they were able to continue pump therapy after this incident. The patient was discharged from the hospital after 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.